Event description:
The customer reported that the device intermittently failed the op check for pacer and that error code 90007 was noted in the system log. There was no patient involvement.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted upon completion of the investigation.